Manufacturer narrative:
(B)(4). D10: unknown head. Uknown cup. Unknown liner. G2: foreign ¿ japan. H6: proposed component code: mechanical (g04) - stem. The reported product remains implanted to date; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported, during the rehabilitation period, the stem subsidence occurred due to a skeletal fracture. It was confirmed that no further information could be provided.